Event description:
Subsequent to the previously filed medwatch, it was found that the resistance felt with the xience prime (4.0x23) was due to the patient's anatomy. The same whisper guide wire was used with the second xience prime (4.0x18) without difficulty.

Event description:
It was reported that resistance was felt during advancement of the xience prime (4.0x23) stent delivery system (sds) and was unable to cross the heavily calcified and heavily tortuous lesion in the proximal to mid left anterior descending coronary artery. During removal of the sds, resistance was also felt. After the sds was removed from the anatomy, the stent was found with a flared strut on the proximal segment. There were no adverse patient effects. Another xience prime (4.0x18) was successfully implanted in the target lesion without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.